Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 2 medwatch reports regarding this event.

Event description:
It was reported to minimed that the customer experienced the reservoir piston not fully rewinding, rendering her unable to use the pump and insert the reservoir, a discrepancy between the sensor glucose and blood glucose value and hyperglycemia treated with manual injection, discontinuation of the insulin delivery system, and a visit to the emergency room. The blood glucose value at the time of the event was 162 mg/dl. The event involved product(s) mmt-1884, unomedical, unk_reservoir and unk_sensor. Troubleshooting was performed and, it was confirmed that the customer had not been using the insulin pump system within 48 hours of the reported event, and it was not known, and it was not known whether the auto mode feature was active at the time of the event. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 354 mg/dl and the corresponding blood glucose value of 156 mg/dl exceeded the acceptable range. No further patient complications were reported. No product return is required for unomedical, unk_reservoir and unk_sensor. Mmt-1884 was requested and customer response was the device will be returned.